Manufacturer narrative:
(B)(4). Awaiting return of device for laboratory testing.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a replacement of model#s603 due to normal battery depletion. Model#l101 was not implanted due to high pacing impedance greater than 2000 ohms in both the right atrial (ra) and right ventricular (rv) leads. When both the rv and ra leads were disconnected and connected to a pacing system analyzer (psa), normal impedance measurements were obtained. From the physician's perspective, the cause of the reported product experience was likely the result of a device malfunction and not a connection issue. The device was replaced with another model#l101 which resolved the observation of high pacing impedance. The chronic leads remain in-service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A microscopic visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was received at boston scientific's return products department.